Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump reboot events were observed in the black box on (B)(6) 2007. The pump was unable to maintain an electrical power connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged. There were battery compartment cracks observed from the thread area to the case seal. The pump was exercised for 24 hours with no power issues. Unrelated to the initial allegation, the display screen was dim and discolored.